Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18728, 1627487-2021-18776. It was reported the patient lost effective coverage due to the l4 and l2 drg leads that have migrated. Surgical intervention is pending to address this issue. Note: it is unknown which l2 lead migrated so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.